Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery would not charge, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery stopped charging.

Manufacturer narrative:
Initial review of the system management (smbus) data revealed the battery to be in a state of deep discharge. During investigation testing the battery would not enter into fast charge mode when charging was initiated. The root cause of the customer-reported issue of the battery's failure to charge was determined to be the battery's state of deep discharge. This is a typical fault for a rechargeable lithium battery when fully discharged and allowed to sit for an extended period. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4383 follow-up report 1.